Event description:
Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient was scheduled for implantable neurostimulator (ins) replacement on (B)(6) 2016.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an overdischarge. When the patient was replacing the dishwasher, he was on a damp floor when the breaker was turned from off to on and he felt shock through his body. Since that time, patient use or recharge battery. A power on reset four times was used as troubleshooting the issue. A power on reset was an action taken to resolve the issue. The issue was not resolved at the time of the report. A surgical intervention was not performed the day of the report; however, it is unknown if a surgical intervention is planned. The manufacturer representative reported that he was not able to get the battery out of overdischarge as the battery is permanently damaged and needs to be replaced. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.